Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr dual-lumen powerpicc sv catheter and images were returned for evaluation. An initial visual observation revealed catheter was terminated at the 20 cm depth marker and use residue was observed. Both lumens of the sample were flushed with a 12 ml syringe of water, and a leak was observed just distal to the molded joint when both lumens were flushed. A microscopic observation revealed a split in the catheter tubing at the location of the leak. This split exhibited uneven edges and a granular surface texture. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack in the catheter. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported patient arrived at the outpatient clinic on their own, accompanied by a family member; conscious and oriented to time, place, and person; wearing a 4-fr bilumen PICC catheter in the right upper limb; insertion date: on (B)(6) 2025; removal date: on (B)(6) 2026; it is covered with a transparent dressing, which has raised edges; label with date and name of the person in charge; needle-free valve appears dirty; device at zero level; the insertion site appears clean and without signs of infection; skin with mild desquamation at the top, already healing, which had dry gauze present, without any discharge. Proceed with wound care. Using protective equipment, after hand washing, the transparent dressing is removed under clean technique with the aid of an adhesive remover. Under strict aseptic technique, using a 1-ml applicator containing 2% chlorhexidine plus 70% alcohol, the insertion site, surrounding area, and catheter body are cleaned; the stabilizer is removed. It is secured to the skin with a suture-free stabilizer, covered with a transparent dressing. For ports, the pre-purged, needle-free positive-pressure valve was replaced; the port was disinfected with an alcohol swab containing isopropyl alcohol and flushed with a 10-cc pre-filled syringe of 0.9% sodium chloride using a pulsatile technique. The red lumen shows patency and positive venous return; however, when performing the same procedure on the missing lumen (white lumen) during irrigation with a 10-cc pre-filled syringe of 0.9% sodium chloride, it is observed that the entire solution leaks through the catheter insertion site, that is, the catheter had ruptured through that lumen; therefore, the situation is assessed, and catheter removal is deemed appropriate. The family member is explained the reason for the removal, what the procedure entails, and post-removal care, and they indicate that they understand and accept all the information provided by the PICC group staff. The insertion site and surrounding area are cleaned; the stabilizer is removed; the device is then slowly withdrawn, 20 cm in total; the site is occluded with sterile gauze; and the patient is instructed to have it removed within 24 hours, not to apply pressure to the site, and to seek medical attention in case of bleeding. There was no exposure to bodily fluids or chemotherapy. Procedure had no complications and patient was unharmed. The device was replaced with another PICC to ensure continuity of chemotherapy treatment.